Event description:
It was reported that: "as the scrub nurse went to put the trial femur on the femoral impactor/extractor, she noticed that the femoral impactor/extractor was not working properly and in fact that a pin was missing. The surgeon was still able to use the femoral impactor/extractor even though a pin was missing. The device still worked."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.